Event description:
It was reported that the patient presented in clinic for follow up. Under fluoroscopy revealed externalized conductors were revealed on the right ventricle (rv) lead. On (B)(6) 2022, the physician elected to cap and replace the rv lead. The patient was in stable condition.